Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a defective flow sensor on the patient side. The technician replaced the defective flow valve and tested the device for functionality and started a diagnostic test. All tests were performed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that the hcu40 displayed the error message "water flow low". The incident occurred during preventive maintenance so there were no patient involved. (B)(4).